Event description:
The customer observed falsely elevated hematocrit results generated on the alinity hq processing module. The following data was provided: initial result 0.75 and 0.7, repeats at 0.4. No incorrect results were reported out. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity hq analyzer serial number (B)(6). The field service representative inspected the analyzer and performed multiple troubleshooting procedures including replacement of worn parts. The alinity hq analyzer serial number (B)(6) was considered the cause of the result issues. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely elevated hematocrit results generated on the alinity hq processing module. The following data was provided: initial result 0.75 and 0.7, repeats at 0.4. No incorrect results were reported out. No impact to patient management was reported.